Event description:
Customer reports to have excessive air bubbles which customer states begin at reservoir and o-ring then moves to tubing. Customer's blood glucose ranges from 58 mg/dl to 300 mg/dl. Customer did not want to continue troubleshooting as he states he did not want to waste any insulin as he only sees healthcare professional once every three months. Customer requested a letter of analysis with issues related to air bubbles as customer believes issue may be with insulin as he has tried all remedies for removing air bubbles. Customer was advised that diabetic care management would be contacted for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.